Event description:
A physician reported that after intraocular lens (iol) procedure, the patient experienced seeing a large star. The outcome was on target. The doctor saw a large cataract so performed a yttrium-aluminum-garnet (yag) laser. With yag the issue was resolved, but the patient now could see less star but more stripe shape. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
According to additional information received, the patient still has much trouble with a starbust central in both eyes.

Manufacturer narrative:
Correction in section h.6. The lens remains implanted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Information was provided that after the lens implantation the patient complained of seeing a large star. The outcome was on target. A yttrium-aluminum-garnet laser (yag) was done for posterior capsule opacity (pco). After the uncomplicated yag the complaint was resolved. However, patient indicated they now see a stripe shape. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not provided the lens serial number as the initial query was related the yag procedure. File will be reopened if new information is received the manufacturer internal reference number is: (B)(4).